Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08715 inches. Unit received with intermittent esc button due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Unit received with minor scratched display window and case.

Event description:
The customer parent reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 515 mg/dl. Customer's parent stated that the insulin pump buttons were sticking and customer 's blood glucose went high due to the insulin pump would not work properly. Customer's blood glucose went up to 445 mg/dl at the time of incident and treated with insulin pump. The customer experienced symptoms such vomiting. The customer was treated with IV drip while in the hospital. The customer was off the insulin pump less than 48 hours prior to hospitalization. High blood troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer's parent was advised to have customer change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported that he insulin pump had a keypad anomaly and the buttons were sticking. No significant event leading to keypad anomaly was observed. Customer's parent confirmed that the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.